Manufacturer narrative:
One used unit was rec'd on 10/22/07. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain additional info.

Event description:
The extension tubing detached from the securement platform.